Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR, device code plant investigation: the actual device was returned to the manufacturer. A damaged power entry module was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler failed to power on. The power entry module was replaced with a known good module. On the subsequent power on, the touch screen test failed - when powering on the cycler the buttons illuminated, however the front panel touch screen remained blank. The blank screen was due to an internal short present on the transformer (t1) of the inverter board on the rear of the touch screen. A known good inverter board was installed and the display returned. There was dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A post- accelerated stress test (ast) simulated treatment was initiated and passed. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the fluid leak, however, the reported blank screen was found to be caused by a component failure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from within the cycler when removing the cassette after canceling pd treatment. The patient cancelled treatment due to multiple patient line is blocked and air detected in cassette alarms during fill 3 of 4. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient mentioned being constipated. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that no alternate treatment option is available. Additional information has been requested, however to date has not been received. The reported cycler was scheduled to be picked up and returned to the manufacturer for physical evaluation.